Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the power module device control unit did not function. It was further determined that the device failed pretest for general condition and lever, check for externally cleanness and foils of liquid damage, check position of motor shaft, check motor shaft abrasion and free moving, check charging sockets, information button and self-test, charging and checking of power module in charger, function- test, saw- test and check indicator ¿ liquid damage. It was noted in the service order that the device battery did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.